Event description:
It was reported that a pt allegedly received an unconfirmed injury due to potential radiation overexposure. The hosp stated that there was no system failure or device malfunction associated with this event. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.